Event description:
It was reported that the horizontal bar of the ceiling mount accessory broke at the ceiling mount pivot upon preparing the injector for use. The failure caused the injector to fall to the floor. There were no injuries as a result of this event.